Event description:
A reporter from the facility contacted lifescan on march 5, 2007 and alleged that the surestep flex meter/test strips were reading inaccurately high. The medical affairs specialist was unable to reach the reporter after several attempts via phone. A letter was sent to the address provided. The reporter mentioned that a fingerstick test was performed with a result of 358 mg/dl and they may have drawn 2 edta tubes (one for the lab and one for more sample testing). Consecutive tests with the same sample, on 4 different meters but same strips, yielded the following results: 358, 399, 302, and 334 mg/dl. She also reported another comparison with the meter result of 357 mg/dl and the lab result of 270 mg/dl. She had no idea if the lab read "stat" and also did not have the times of the complete comparison. She then also performed a linearity test for level 3 and found one result of the ones she did to be over 25%. The hematocrit level and the cleaning procedure are unknown. The reporter alleges there were two patients who were harmed after the operator treated the patients based on the meters' results, when the actual lab result was different. One example was "359 and 263" (it is unclear which result was obtained on the meter and which one on the lab). When inquired for further details, the reporter refused to provide more information. Although there is insufficient information regarding the patient's hematocrit levels, the operating temperature range and humidity, testing technique, symptoms, and other details of the event, this complaint is reported because the reporter alleged that two patients were harmed after being treated based on the reported product's results. However, she reported that the quality control passed on the meter/strips.